Manufacturer narrative:
Disposable leaks occurred close to 30-35 while in use with pump.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the tubing or disposable connection, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during infusion with the pump the disposable leaked 24 hours into the infusion. No patient injury reported.